Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of deflation received on july 08, 2022, with lot number: 2694631. Analysis of the returned device identified: creases flat, opening curved on anterior and delamination plug strap disk shell. Leak test and microscopic analysis was performed which identified: delamination partial of the plug strap disk shell and sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A delamination partial of the plug strap disk shell (adhesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.